Manufacturer narrative:
Qn# (B)(4). The reported complaint of "double counting of the hr" is not able to be confirmed. The product was not returned for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Event description:
It was reported that the pump was "double counting" the heart rate. Therapy was "stopped for maybe 5 minutes". There was no patient harm or injury.

Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that the pump was "double counting" the heart rate. Therapy was "stopped for maybe 5 minutes". There was no patient harm or injury.